Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button was intermittently unresponsive and the up, down and ok buttons responded properly. Evaluation revealed that there was contamination under all of the button contacts. Unrelated to the complaint, the lens was found to be scratched. (B)(6).